Event description:
During the shift check, the autopulse platform (sn: (B)(6) displayed a user advisory (ua) 28 (loss of clutch connectivity) error message. In addition, there is a cracked cover noted on the device. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed a user advisory (ua) 28 (loss of clutch connectivity) error message was confirmed based on the archive data review and during functional testing. The investigation determined that the root cause of the reported complaint was a failed drivetrain motor, attributed to the device's aging; the device's life expectancy is 5 years. The autopulse platform was manufactured in december 2018 and is over 6 years old. The customer's secondary complaint of the cracked cover was confirmed during the visual inspection as the top cover was cracked. The observed damage was likely attributed to mishandling such as a drop. The top cover was replaced to remedy the issue. A review of the archive data showed the ua28 error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to a ua28 error message, thus confirming the reported complaint. The drivetrain was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn: (B)(6).